Manufacturer narrative:
The product remains implanted; therefore, no product analysis can be performed. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or c atheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue.

Event description:
Medtronic received information that following the implant of this 34mm transcatheter bioprosthetic valve, into a bicuspid native valve, an electrocardiogram (ECG) indicated a left bundle branch block (lbbb). Beta blockers were held. Sixteen days following the implant of the valve, complete heart block (chb) occurred. Subsequently, a day later a dual chamber permanent pacemaker was implanted with cardioversion, resolving the chb. No additional adverse patient effects were reported.